Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2021, a PICC catheter was placed in this hospital for 4 courses of chemotherapy. On june 18, the PICC was admitted to the hospital and the PICC was changed routinely. When the nurse uncovered the patch, he found that the catheter was broken at the interface and the edge of the fracture was not neat. Immediately fix the proximal catheter with fingers and report to the nursing department and medical equipment department. After confirmation, pulled out the catheter, and the catheter is intact.